Manufacturer narrative:
Other text: one cadd solis vip pump was returned for analysis. Functional testing was performed. The device showed error code 42224 on the screen display and on an event history log. The error code 42224 indicates a problem with ui cmd interval timeout or microprocessor board. It determined that a faulty microprocessor board is the cause of the issue. Therefore, the microprocessor board will be replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 42224. No adverse effects were reported.